Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 over years since the subject device was manufactured. Based on the results of the investigation, the presence of foreign material in the air/water channel, air/water cylinder and auxiliary water channel is possibly due to insufficient reprocessing; however, it could not be confirmed whether there was a deviation from the instructions for use for reprocessing steps. There was no damage to the area where the foreign material was detected. Therefore, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited whitish foreign material found inside the air/water tube, air/water cylinder and jet tube. There were no reports of patient involvement.